Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is october 14, 1998.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, the setscrews were stuck and difficulty was experienced removing this atrial lead that became damaged during removal efforts. No adverse patient effects were reported.